Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally treated for a left ankle arthroplasty with syndesmotic fusion on (B)(6) 2007. On an unknown date, the implanted screws were removed and the patient revised with depuy devices. No intraoperative complications were noted during that procedure. On or around (B)(6) 2008, the patient re-injured her ankle. She was later diagnosed with a failed left ankle arthroplasty and was ultimately revised again on (B)(6) 2012 with a synthes plate and screws (due to previously noted prosthesis loosening). During that procedure, a synthes plate was affixed to the anterior aspect of the fusion using two (2) 6.5 screws distally and then 4.5 screws (unknown quantity) proximally. Fluoroscopic images were reportedly obtained showing excellent position of the hardware and bone allograft. The revision surgery was reportedly completed with no intraoperative complications and the patient was reported to have tolerated the procedure well. Following the patient¿s discharge, she became more ambulatory, but complications were noted in her file, which included: tenderness to palpation across the ankle-fusion line ((B)(6) 2012), tenderness across both the ankle-fusion line and subtaler ((B)(6) 2012), and through the left hindfoot with accompanying knee pain ((B)(6) 2012). The patient continued to experience pain and discomfort. X-ray and CT images were taken during several follow up appointments to determine cause of pain. Patient advised that she worked her way out of the ¿boot¿ and into a regular shoe (with a rocker-bottom modification) and increasing activities as tolerated, but was concerned that the pain was related to the implanted plate. A cat scan performed on (B)(6) 2014 revealed that the proximal three (3) screws within the tibial shaft were fractured (broken) and there was lucency about the most distal screw, which was at the medial aspect of the subtalar joint, suggesting loosening. Additionally noted was a non-union of the fracture. During that (B)(6) 3 appointment, patient mentioned continuing pain in her left ankle, which is worse when she is on her foot. Also, the patient noted a decreased sensation through the left foot. Examination of the left hindfoot motion revealed ankle dorsiflexion neutral and plantar flexion to about 15 degrees with no subtalar motion. Forefoot motion was noted as unremarkable and tenderness to palpations somewhat across her ankle joint line (being more pronounced over her sinus tarsi area) was noted. It was recommended that the patient consider having the plate removed and having a subsequent surgery to try to obtain fusion between the femoral head allograft and her calcaneus, supplementing this with a proximal tibial bone graft. This report is for three (3) unknown screws. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height was reported as 5 feet 6 inches. Date of event: unknown. This report is for three (3) unknown screws. Explant date: it is unknown if an explant procedure has been completed to remove these complainant parts. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.